Manufacturer narrative:
In the case description, the user mentioned that the charging port of the controller melted. Inspection of the returned controller confirmed the reported thermal event. Damages were observed on the charging port of the controller consistent with thermal exposure. In-depth analysis of the controller was performed and red fibers were found in the charging port across two of the charging port pins, however it could not be determined if this contributed to the reported event. No other damages or deficiencies were found that would contribute to the thermal event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. . We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had put his controller on the charger but noticed afterwards that the controller would not turn on and the charging port had melted. No injuries occurred due the thermal event.